Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 06jun2019. A touchscreen assembly was return for analysis. A visual inspection of the touchscreen assembly revealed yellowing in one corner and suspected delamination, bubbling and minor surface smudges. When testing the touchscreen, the unit failed to calibrate. The resistance was out of tolerance. It was determined that the resistance drift was the root cause of the touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had an unresponsive touchscreen. There was no patient involvement.